Manufacturer narrative:
A partial lead with the connector portion measuring 12.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is due to cardiopulmonary arrest and cerebral atherosclerosis.